Event description:
It was reported that post port placement, the catheter was allegedly fractured into three segments. Reportedly, the catheter was allegedly found leaking. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device will be returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp MRI for acute lymphoblastic leukemia. Post placement procedure, on (B)(6) 2025, it was reported that the catheter was allegedly fractured into three segments. It was further reported that the catheter was allegedly found leaking. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI isp implantable port with an attached catheter in three segments was returned for evaluation. One image and one photo were provided for review. The photo shows a catheter tube separated into three segments. In first film, the catheter is fractured just beyond its arc. The second film depicts a totally intact port and catheter; there may be a mild irregularity in the catheter just distal to it connection with the port. Visual, microscopic, tactile and functional evaluations were performed on the returned device. On all the three segments, the edges of the complete compound break on the attached catheter on both sides were noted to be uneven. The surface was noted to be granular with residue throughout. The leak was due to fracture in the catheter. Therefore, the investigation is confirmed for the reported fracture, fluid leak and material separation issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.